Event description:
The technician alleged the brake steer casters are ratcheting while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake steer caster to resolve the issue.